Event description:
The information received from the affiliate states that this patient (age and gender unknown) was presented to the interventional lab for repair of a lesion located in the superficial femoral artery (side unknown). The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 99%. After properly inspecting and prepping the device, the physician advanced te balloon, over the guidewire, to the lesion. Upon inflation of the balloon with an indeflator, the balloon ruptured at 2 atmospheres. Therefore, the balloon was withdrawn out of the patient's body and another balloon was used to successfully complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.